Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter; product ID neu_unknown_cath, lot# unknown, product type: catheter. (B)(4). Analysis of the pump revealed alarm anomaly, undetermined cause. The only anomaly to note was the failing alarm test value of 66.7 db. The resonator was inspected and the typical cracks and damage associated with a diminished alarm was not seen. The alarm pin waveform test was also performed with typical and passing results. The root cause for the failing alarm could not be established. Analysis of the 8709sc catheter revealed no significant anomaly, catheter body dark residue in dispensing holes, not event related. Analysis of the unknown catheter revealed catheter body damage occurred to catheter and or guidewire during implant procedure.

Manufacturer narrative:
Following additional review analysis results were changed from alarm anomaly ¿ undetermined cause to no anomaly found.

Event description:
It was reported the pump was explanted due to eol. The pump and catheter were returned for routine analysis. The return paperwork did not suggest or question a malfunction and no patient symptoms were reported.